Event description:
On 5/10/94, the patient underwent bilateral total joint replacement with christensen prosthesis. Up until 3 months prior to this event, the patient had done well. The patient complained of recurrent swelling and tenderness over the right implant region. Exploratory surgery was conducted. Exploration of the condylar prosthesis revealed a single screw with corrosive/rejection changes described as rust-like black material surrounding the screw, the bone, and adjacent soft tissue. The screw was completely loose and not anchored to any viable bone. No purulence was encountered. The implant was removed, cleaned and replaced with 4 new screws. The suspect screw was returned to tmj implants, inc for evaluation. The patient symptoms have subsided since the revision with new screws.